Manufacturer narrative:
Although the doctor identified two (2) different lot numbers associated with the cement setting up too quickly, he could not verify which lot was used on the patient; therefore, no lot numbers were identified in this report. The lot numbers involved in the alleged incident include 4720558 and 4818799. The doctor could not recall patient or incident details; however, the doctor had removed the patient's crown, cleaned it out, and re-cemented it during the same office visit, without further incident. To date, the patient is doing fine. Lot number 4720558 was identified as an affected lot which is part of an ongoing maxcem elite recall; therefore, no further evaluation is necessary. Lot number 4818799 was not involved in the recall. The product was not returned; therefore, a physical evaluation was performed on a retained sample for lot number 4818799, yielding results within specifications. A DHR review of lot number 4818799 indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.

Event description:
A doctor's office alleged that the maxcem elite clear product had set up too quickly during procedures on approximately fifteen (15) patients. This is the second of fifteen (15) reports.